Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 180 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer did not want to trouble shoot the insulin pump. The customer was informed that they were out of warranty so he would not be shipped a replacement pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to verify check settings alarm and perform the displacement test due to motor error alarm. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.